Manufacturer narrative:
The certas valve was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. However some photos were provided that seems to confirm that "wounds did not heal", it was nevertheless specified by customer that complaints seems to concern bactiseal catheters instead of the certas valve itself ("the patient seems to be rejecting the catheters") and valve was not visible on the photos. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Complaint will be closed as 'incident unrelated to device'. If the complaint sample becomes available in the future, this complaint will be reopened, and the respective evaluation will be performed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
3 of 3 reports. Other mfg report numbers: 3013886523-2021-00186, 3013886523-2021-00187. A facility reported that the physician placed a shunt on (B)(6) 2021 via a ventricular peritoneal shunt and the wounds did not heal. The timeframe between implantation and onset of symptoms was unknown. The patient had a revision surgery a couple weeks ago and placed a new shunt and new catheters and the patient still will not heal. In fact, the patient seems to be rejecting the catheters on the scalp as well as in the abdomen. The interventions and treatment for the wound were unknown.